Event description:
It was reported that bd syringe 3ml ll 200 s/c contained foreign matter. Rcc received a complaint via email. Product information product code: 309657 product description: syringe hypo 3cc l/l bx/200 lot/serial #: (B)(6) expiry date: 2030-06-30. Problem information hair in syringe occurrences: 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two photos of a 3 ml luer lok syringe (part number 309657) were received and evaluated. One photo showed the exterior of a box carton with a label, but the image quality was too low to read any product details. The second photo showed a loose syringe; however, the image was also too small to identify the reported foreign matter and enlarging either photo caused significant blurring. As a result, the reported defect could not be identified or confirmed from the images provided. A physical sample is required to complete a more thorough evaluation and determine a potential root cause. A device history record review was completed for material number 309657, lot 5197686. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and the reported condition will continue to be tracked and trended. This information will be included in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
No additional information was provided.